Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the stimulation stop working on (B)(6). The pt was unable to feel the stimulation when the amplitude was increased. The device was reprogrammed and the issue persisted. The lead was repositioned and the issue was resolved.